Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A defective navarre 10fr catheter was used during a nephrostomy procedure. The catheter exhibited a crack at the white junction before the drainage connection, resulting in a failure to transcatherize using both amplatz and hydrophilic guides. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: ten (10) 10f navarre drainage catheter sealed lot samples in its original packaging were returned for evaluation. Visual evaluation was performed on the returned device.sample 1-10: the complaint samples were sealed and all appeared clean. No anomalies were noted throughout all components within the sealed samples. Therefore, the investigation is unconfirmed for the reported hub fracture issues as no anomalies were noted from the returned samples. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A defective navarre 10fr catheter was used during a nephrostomy procedure. The catheter exhibited a crack at the white junction before the drainage connection, resulting in a failure to transcatherize using both amplatz and hydrophilic guides. There was no reported patient injury.